Manufacturer narrative:
If implanted, give date: unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was received with a note that said ¿explanted¿. Several follow-ups were done to try to ask for clarification and obtain more information but there was no additional information received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the initial report, the lens was explanted, but the reported device issue is unknown/unspecified, and no additional information was provided. There is no issue to be verified. Since product was not returned for evaluation, product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search on the complaint system was performed and revealed that one additional complaint was received from this production order for unknown/unspecified issue. A product quality deficiency could not be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.